Event description:
The customer reported approximately two (2) milliliters of clear fluid on the reaction wheel cover, under the cartridge chemistry sample probe, after replacing the cartridge chemistry sample probe, due to an obstruction system error involving synchron lx20 pro system. The customer was advised to discontinue analyzing patient samples since replacing the sample probe did not resolve the issue. There has been no report of erroneous patient results generated or reported. The customer indicated quality control was within specification after the sample probe replacement. The customer had on personal protective equipment (ppe), consisting of gloves and a laboratory coat during the event. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. There is a risk management protocol at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) determined there was no vacuum at the cartridge chemistry sample probe. The fse replaced the vacuum valve and the sample probe to resolve the issue. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).